Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a tavr procedure with a 26mm sapien 3 ultra resilia valve in a pre-existing edwards surgical valve, after 24mm true balloon inflation the radiopaque marker on sheath tore from 14f esheath plus. The sheath was removed post 26mm true dilatation and radiopaque marker stayed in the left common iliac. An ensnare was used to snare and retrieve marker. The patient is doing well. Per a review of photos provided, the fcs indicated the damage to the sheath appeared to be liner delamination. There was no difficulty inserted or removing the sheath. It is believed, the true balloon not being completely deflated may have contributed to the sheath damage. The device will be returned for evaluation.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes are not required at this time. The device was returned for evaluation. Per evaluation, the c-marker was returned separated and detached and the liner was circumferentially delaminated. Per review of patient imagery, tortuosity, and calcification are present in patients left access vessel near the bifurcation. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case liner delamination was confirmed based on the evaluation of the returned device/imagery. Available information suggests procedural factors (withdrawal of altered balloon profile, non-coaxial alignment from patient factors) likely contributed to the event as it was reported that ''it is believed, the true balloon not being completely deflated may have contributed to the sheath damage'' and patient factors (calcification, tortuosity) were confirmed via the provided patient imagery. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. Non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors (such as calcification and/or tortuosity) are present near the sheath distal tip. More than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination and c-marker band separation. System component separation was confirmed based on the evaluation of the returned device. Available information suggests procedural factors (excessive manipulation) likely contributed to the event. C-marker band separation can occur when excessive manipulation is applied to overcome withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to a voluntary medwatch mw5171322.